Event description:
Additional information was received from the consumer regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at a dose of "1000mcg/ml," clonidine 300 mcg/ml at 100 mcg/day, and bupivacaine 27 mg/ml at 8.999 mg/day. The lot numbers were unknown. The indication for use was spinal pain. They had to drop the clonidine concentration "in half" since the motor stall because the withdrawal from the drug was dangerous for him. If additional information becomes available, the event will be updated.

Event description:
It was reported the personal therapy manager (ptm) showed code 8476. The pump was read, and a motor stall was seen at the initial interrogation. The patient did not recently have an MRI. There was an active motor stall and multiple motor stalls and recoveries. The first stall on (B)(6) 2015 at 8:03 and recovered at 8:22. There was another stall at 1:02pm with the recovery at 2:30. There was a final stall at 2:45 with no recovery noted. The eri (elective replacement indicator) was three months, and it was confirmed there was no low battery reset in the logs. The patient became ill and went in to horrible withdrawal and was presented to the emergency room (ER). The patient was admitted to the hospital as inpatient on (B)(6) 2015, and pump replacement was scheduled on (B)(6) 2015. Intravenous (IV) was started to help elevate withdrawal. The pump was replaced. The issue had been resolved. The patient¿s status was ¿alive ¿ no injury¿ at the time of this report. Historically, the patient had a high flow rate and had access to the ptm with maximum activations of 40 boluses/day; 200mcg/bolus. The drugs being delivered via the pump were fentanyl, clonidine, and bupivacaine. The issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).